Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the display was dim and letters had a red hue. All of the buttons on the keypad had an intermittent response and contamination was found under all button contacts when the keypad was removed. Unrelated to these issues, the audio bolus button cover was damaged, but the button responded appropriately. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and the buttons on the keypad were intermittent with contamination found under all of the button contacts. This report is made based on results of investigation completed on 07/07/2015.